Manufacturer narrative:
Cath residual material was seen within the IV cath and the guidewire. The introcan needle and IV cath had been separated prior to being returned to bas. The introcan IV cath was found over the distal end of the guidewire. The distal tip of the guide wire was tied into a knot. The knot was located less than 0.1" from the distal end of the guidewire. No other kinks or bends were noted in the wire. Microscopic examination of the distal end of the IV cath revealed that the tip was worn, bunched up, and jagged. This damage likely occurred when trying to remove the knotted guidewire from the IV cath. When an attempt was made to feed the knotted guidewire through the needle cannula, the knot was too big to be threaded through the cannula. This indicated that the guidewire could not have been knotted prior to insertion through the needle. Although the guidewire likely became knotted during use, the exact mechanism of damage is unk at this time. Gross visual and microscopic examination, as well as functional testing revealed no evidence of defect or deformity related to the mfg process. A lot history review (lhr) of 12kb8086 showed no other similar product complaint(s) from this lot number.

Event description:
End of the wire was balled up in a knot when trying to manipulate the wire. Wire was stuck in pt's vasculature, eventually was able to take out by pulling wire and introducer out at the same time. Did not find any resistance on initial advancement.